Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured in september 2023. H11: two actual devices, photographs of the sample and a retained sample were evaluated. Visual inspection was performed on the returned samples and the photograph of the sample which showed that the blue slide clamp was wrongly assembled to the set; however, visual inspection of the retained sample did not identify any abnormalities that could have contributed to the reported condition. Leak test was performed on the retention sample and no leak was observed. The reported condition was not verified on the retained sample; however, the reported condition was verified on the returned sample. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set had the blue slide clamp wrongly attached to the set. This was observed prior to patient use. There was no patient involvement. No additional information is available.